Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 5 patients tested at different times between (B)(6) 2017 and (B)(6) 2018 for elecsys ft4 ii assay (ft4 ii) and tsh on two cobas 6000 e 601 modules compared to a cobas e801 module and an abbott architect system. The erroneous results were reported outside of the laboratory. The customer thinks the results from the e601 modules at the customer site are incorrect. This medwatch will cover tsh. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results. There was no allegation that an adverse event occurred. The e601 module serial numbers used at the customer site were (B)(4).

Manufacturer narrative:
No issues were identified during a review of calibration and qc data. A general reagent issue can be excluded. No sample material is available for investigation. Therefore, no further investigation could not be completed. The investigation was unable to find a definitive root cause.